Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchaser reported that a knife was dull and could not cut the eye during surgery. Patient impact information is unknown.

Event description:
Additional information received clarified that the dull knife was noted during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).